Event description:
Device 2 of 2. Ref MFR report # 1627487-2011-06327. The pt's (B)(6) scs system includes an ipg and lead extension. It was reported the pt believed the ipg was mobile in the pocket. Further investigation by the physician concluded the extension may be too tight. Surgical intervention was undertaken to replace the extension with a longer model. During the procedure, the physician also repositioned the ipg. The explanted extension will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.